Event description:
It was reported the right ventricular (rv) lead exhibited high and rising thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-45 lead 2000-(B)(6) 4068 lead 2008-(B)(6). (B)(4).